Manufacturer narrative:
The device is expected to be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that, the subject device displayed an image with color abnormality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error e216 and multiple damages at the light guide hose (universal cable). Based on the results of the investigation, it is likely that the communication error e216 and multiple damages at the light guide hose (universal cable) occurred due the component failure of the universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented by following the instructions for use which state: event 1: image color abnormality. The reported risk/harm are listed in following section of instruction manual_wa50042a. Chapter 2.5 general dangers, warnings and cautions: caution: risk of injury to the patient and/or the user: the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Chapter 8.2 procedure: warning: risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: the video image disappears during the procedure. Poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Event 2 communication error e216: the reported risk/harm are listed in following section of instruction manual_wa50042a and instruction manual_otv-s190. Instruction manual_wa50042a: chapter 2.5 general dangers warnings and cautions: caution: risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Chapter 7.1 inspection: warning: risk of injury to the patient due to damaged video telescope. Inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations. No cuts and other defects on the outer sleeve of the cable. No scratches. No corrosion, dirt or debris. No lens damages or cover glass damages. No missing or loose parts. Check all markings on the product for clear visibility. Chapter 8.2 procedure: warning: risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: the video image disappears during the procedure. Poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Instruction manual_otv-s190, chapter 9.2 troubleshooting guide. Error messages: code: e216. Error message: scope communication err. Contact olympus. Possible cause: communications with the endoscope have been interrupted. Solution: reconnect the endoscope. Event 3 multiple damages at the light guide hose (universal cable). The reported risk/harm are listed in following section of instruction manual_wa50042a. Chapter 2.5 general dangers, warnings and cautions: caution: risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Chapter 2.5 general dangers, warnings and cautions: notice. Risk of damage to the product. A damaged universal cable may damage the endoscope. Make sure that the universal cable does not touch any sharp-edged or pointed objects. Chapter 7.1 inspection: warning: risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations. No cuts and other defects on the outer sleeve of the cable. No scratches. No corrosion, dirt or debris. No lens damages or cover glass damages. No missing or loose parts. Check all markings on the product for clear visibility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.